Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. The left common iliac diameter was 12mm in diameter. It was reported that post implant the contralateral limb was stenosed. A reliant balloon and a 12 x 2 balloon were used to address the stenosis but this was unsuccessful. The decision was made to implant another manufacturer's 10 x 38 balloon expandable stent. After post dilation with the 12 x 2 balloon, the final ivus showed that the stenosis was resolved. The cause of the stenosis is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stenosis), lack of information (unknown cause of stenosis). Evaluation conclusion: lack of information (unknown cause of stenosis).